Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to clean the meia optics, perform a meia calibration, and recalibrate. The customer performed all the recommended maintenance without resolution. The cta asked the customer to centrifuge the calibrator which resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.